Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient developed a rash, redness, dry skin, and a scar under the sensor patch on (B)(6) 2020. The patient has consulted multiple healthcare personnel (hcp) who recommended various barrier products which were used unsuccessfully. The patient reported that the skin reaction resulted in scarring. The scarring was described as rough and discolored skin in the shape of the sensor patch. Although various hcps were consulted, there was no documentation of medical intervention. No additional patient or event information is available.